Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt perceived no hearing impression with the implant at the first fitting after implantation. A revision surgery is planned, but not scheduled yet.